Event description:
It was reported that the insertable cardiac monitor (icm) was popping out of the patient's chest. The patient consulted his physician and went into the emergency room (ER). The icm was removed from the pocket completely by the patient while at the ER. No new device was implanted. The patient has been unenrolled from clarity. No additional adverse patient effects were reported.